Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch ping) was reading inaccurately high in comparison to the patient's feelings or normal results. During troubleshooting the meter failed a control solution test. This complaint is being reported because the meter issue was not resolved during troubleshooting.